Manufacturer narrative:
At this time, this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded noise on the right ventricular (rv) and shock channels, which was reproducible with arm movements and inhibited pacing for this pacemaker dependant patient. It was noted that the daily lead measurements were unchanged and thresholds were noted to be good. It was questioned if the high voltage leads could be reversed. A procedure was later performed to replace the device for normal elective replacement indicator (eri), and it was noted that the leads were correctly placed in the device header. Technical services (ts) discussed a possible lead issue. It was noted that there was no visible lead damage during the revision procedure; however, the physician was still uncomfortable with the lead and thus elected to surgically abandon the patient's defibrillation lead. No adverse patient effects were reported.

Event description:
The device was later returned for analysis.